Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was unresponsive without prior alarm. The customer's blood glucose level was 10.5 mmol/l at the time of the incident. The customer stated that they changed the reservoir; the pump rewound and fell out. After troubleshoot, the pump was unresponsive. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. Lcd connector was inspected and no anomaly was noted. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the displacement accuracy test.